Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device could not pass the operational check¿. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the device did not pass the operational control test due to a defective som pca (system on module printed circuit assembly), therapy pcba (printed circuit board assembly) and paddles tray. As a result, the dfm100 assy som (B)(6), dfm100 assy therapy(B)(6) and dfm100 assy paddle tray assy (B)(6) were replaced to resolve the issue. The device was then returned to service and delivered to the customer.